Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance and difficult to remove appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the device encountered resistance due to the anatomy causing the reported failure to advance. Additionally, the device interacted with the anatomy during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat a de novo mid right coronary artery. A 3x12mm trek balloon failed to cross due to anatomy and while being removed resistance with anatomy was also met. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.